Event description:
Patient had a placement of micra leadless (medtronic) pacemaker, which post procedure had no pacing capture. The micra leadless pacemaker was successfully retrieved, and a traditional dual chamber (medtronic) pacemaker placed. Micra leadless pacemaker was sequestered and provided to medtronic representative for review.